Manufacturer narrative:
This report is submitted 25 may 2020.

Manufacturer narrative:
This report is submitted on march 24, 2020.

Event description:
Per the clinic, the patient experienced a head trauma resulting in loss of communication with the implant. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.